Event description:
It was reported by a customer that there was a decrease in fiber vaporization efficiency at 57,280 joules. No patient injury was reported.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The failure analysis disclosed that the fiber cap was burnt and remained intact and attached. The fiber cap was drilled through. The fiber cap exhibited detritus, char, devitrification and melted glass. The fiber cap condition would result in reduced vaporization efficiency. This may also cause forward firing. The joules verified on the fiber card were 57,280 joules. The root cause of the device failure was determined to be heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage.